Manufacturer narrative:
H3: analysis was performed for product 9735991, lot number s12c6yah400myg. It was reported that the returned drive was not able to read a known good disk when connected to a known good computer. Codes b01, c02 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735991, serial/lot #: - h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the system underwent a comprehensive evaluation, including hardware, software, instruments, visual inspection, and self-test. Hardware parts were replaced, although the work order did not specify which parts were replaced. After the system checkout was performed, the system was returned to service and confirmed to be performing as intended. Codes b01, c13, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the disc drive was opening but would not read the disc, although the disc was read on a different navigation system on site. The issue persisted with multiple discs. There was no patient present.